Event description:
(B)(6), director at hospital called to report customer's hospitalization for high blood glucose. The call was transferred to nurse, rachel in the intermediate care unit. Customer's blood glucose reading 449 mg/dl. Customer was unresponsive and not thinking clearly. Diagnosed with high blood glucose, uncontrolled diabetes and urinary tract infection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.